Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer was not recognizing on the e-100. The technical support engineer (tse) found no related logs. Prior to calling in, the customer tried an additional vessel sealer instrument, but had the same issue. The customer had since moved on with the vessel sealer placed in the erbe. The tse inquired if the vessel sealer instruments were installed on the arm when plugged into the e-100 and the customer confirmed they had been. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reselected "nest pic present" in node configuration due to not being selected. The system was tested and verified as ready for use. The complaint regarding the e-100 not recognizing vessel sealers was confirmed based on the field evaluation.